Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key for an external item was unable to be retrieved. A technical support specialist (tss) tested the drawers using the locate feature and confirmed they opened correctly. The tss asked the nurses to retry, but the drawer still did not open during their workflow. The tss observed their process: after hitting issue, they proceeded to validation code, then witness screen, then countback. It was noticed that there was no prompt to remove the key item from the drawer, indicating the software had skipped the key step. This occurred because the item ID control key was not configured as a key item in the software. Since it was not enabled, they had to issue and return the key separately. The tss instructed them to issue out the key once for the patient. The customer retrieved the key and successfully issued the medications to the patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user was unable to retrieve the key for an external combo item. The key should have been located in drawer 03-00, but the drawer did not open. The customer attempted troubleshooting by testing drawers with the locate feature, asking nurses to retry, and observing their workflow. No prompt appeared to remove the key, indicating the software skipped the key step. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.